Event description:
Caller states this inform meter was reported by the operators to be smoking and melted when docked. The electrical contacts of the inform meter are blackened and the plastic around them is melted. No adverse event reported. Requested return of device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 273 mg/dl and 320 mg/dl from the right hand, then 129 mg/dl and 133 mg/dl from the left hand, all back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.